Manufacturer narrative:
DHR review not possible because lot number not provided. It was not known if there was any device adhesion issues. The root cause of the reported extubations are not known. Only the di information of the UDI is know due to lack of lot number.

Event description:
It was reported that the family removed wrist restraints and patient pulled tube out.